Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.

Event description:
The customer complained about a broken membrane during the first use. Blood flow rate: 60ml/min. Tmp: 50mmhg. No blood loss-no medical intervention needed.